Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that patient said that after removing the external device from implant and turned external devices off felt a jolt at neurostimulator site. Patient said they just received implant yesterday. Patient said that it lasted only for a moment and has stopped. Patient services reviewed potential related to recovery and healing of surgical procedure. Patient services reviewed importance of following post op activity restrictions.